Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system detected noise and oversensing. The oversensing did not result in pacing inhibition. The decision was made to surgically abandon and replace the associated right ventricular (rv) lead. During the lead replacement procedure, there were no visible issues noted with the associated rv lead. The root cause for the noise and oversensing was not determined. This pacemaker remains in service with the new rv lead. No additional adverse patient effects were reported.